Manufacturer narrative:
Additional information obtained from the study facility site informed that the physician assessment of the patient's stroke disability, edema and outcome of death were due to the progression of the presenting stroke. Also, indicated that the patient's adverse event was unrelated to the device and procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirements of the reportable event for the device in question.

Event description:
It was reported that 48 hours post thrombectomy procedure progression of stroke disability with brain edema to loss of consciousness with an outcome of patient death occurred. There was no treatment administered in response to the event. It was reported that the relationship of the patient's symptoms and outcome of death was unrelated to the device; however, the relationship to the procedure was reported as unknown. No further information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that 48 hours post thrombectomy procedure progression of stroke disability with brain edema to loss of consciousness with an outcome of patient death occurred. There was no treatment administered in response to the event. It was reported that the relationship of the patient's symptoms and outcome of death was unrelated to the device; however, the relationship to the procedure was reported as unknown. No further information is available.

Manufacturer narrative:
Reportability awareness date - corrected to reflect assessment decision change based on review of all the information provided by the study facility.

Event description:
It was reported that 48 hours post thrombectomy procedure progression of stroke disability with brain edema to loss of consciousness with an outcome of patient death occurred. There was no treatment administered in response to the event. It was reported that the relationship of the patient's symptoms and outcome of death was unrelated to the device; however, the relationship to the procedure was reported as unknown. No further information is available.